Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified and moderately tortuous vessel in the distal right coronary artery (drca). The 2.25x38mm xience skypoint stent delivery system (sds) met resistance with the anatomy during advancement and failed to cross. Resistance was met with the anatomy during removal. The device was removed independently. There were no other issues such as shaft separation or stent dislodgement. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.